Manufacturer narrative:
Unit received with button error alarm and had unresponsive escape, act and down buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.